Event description:
The customer reported: "the port was placed in the pt's chest, it was accessed with a huber needle aspiration commenced and no blood returned. They flushed again, aspirated again, still no blood returned, the defective port was removed and they placed a new one." The port and a second piece of catheter was returned for investigation.

Manufacturer narrative:
Pfm medical received the complaint on (B)(4) 2012. The DHR was reviewed. The records for lot 11956 000 were complete and in order. There are no non-conformances associated with lot 11956 000. The labeling was reviewed. The IFU shows detailed/adequate instructions for the maintenance of the ports and avoids a failure in the fluid pathway. The returned sample was tested. A flush and aspiration test was conducted on the returned port. There was no difficulty to flush or aspirate through the device. There was no resistance or obstruction. The system was not blocked. A flush and aspiration test was conducted on the returned catheter. There was no difficulty to flush or aspirate through the catheter. There was no resistance or obstruction. The catheter was not blocked. Unable to confirm the nature of the complaint. Could not duplicate client's observations. Device operated as intended. Inability to aspirate may be due to a fibrin tail on the tip of the catheter or the catheter tip maybe against the vessel wall. Unable to confirm complaint. Conclusion: the review of the device history records showed no non-conformities with the lot of port. The inability to aspirate whereas it is possible to flush could be explained by the formation of a flap. The flap is probably due the presence of the vessel wall too close to the extremity of the catheter, with the extremity of the catheter oriented to the vessel wall. No corrective or preventive action is opened, pfm medical cpp will continue for monitoring this kind of incident.